Manufacturer narrative:
Philips has investigated this complaint. The customer reported issue was system does not turn on. The philips remote service engineer (rse) found that the ups which powers the angiograph was faulty, as ups doesn¿t come under philips competence. Hence, no further action will be taken. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the allura system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was in clinical use and the procedure was postponed. There was no reported patient or user harm. A philips remote service engineer (rse) spoke with the customer. The customer stated that the ups (uninterrupted power supply) the powers the angiograph was faulty. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.